Manufacturer narrative:
Date of event: (B)(6). Date of this report: 07-may-2020.

Event description:
The customer reports that the touch screen is not responsive and during calibration states bad touch. There was no patient involvement. The manufacturer's field service engineer provided remote support and advised the customer to replace the touch screen. The touchscreen has been replaced and the issue resolved.